Event description:
Boston scientific received information that there was suspicion of fracture with this right ventricular (rv) lead. Pacing impedances were recently detected at greater than 3000 ohms through a non-boston scientific implanted device via remote monitoring. Shock impedances, thresholds, and sensing were reported to be stable. The non-boston scientific device had been implanted just recently and impedances were 437 ohms at implant and had increased to 700 ohms with further testing. Technical services discussed possible causes. The patient had not been further evaluated in the clinic to date. However, the physician had planned for this patient to be evaluated with a chest x-ray. No adverse patient effects were reported.

Manufacturer narrative:
Event resolution has been requested from the field representative. No further information has been received to date. This investigation will be updated should further information be provided.

Manufacturer narrative:
The field representative later reported that during a revision procedure the issue stemmed from a loose set screw on the non-boston scientific device. The setscrew was tighten down and the impedances were normal. There were no issues with the lead per se. The physician elected to continue to monitor this patient. No adverse patient effects were reported.